Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports dr. Goldberg placed a palindrome 23cm dialysis catheter in a patient on friday. Post procedure the dialysis unit called and said that there were 2 tiny holes in the silicone extension of the catheter. The holes were not noticed upon flushing of the catheter pre-insertion. The dialysis tech noticed that when the patient was running on the dialysis machine that blood was squirting out of the tiny holes. The patient is fine, the catheter needed to be replaced.

Manufacturer narrative:
Submit date 2/8/17. A device history review (DHR) revealed no discrepancies that may have contributed to this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR¿s are reviewed for accuracy prior to product release. The physical sample was returned to the plant for evaluation; it consisted of a palindrome catheter. The catheter presented signs of use (remains of blood). Visual inspection was performed and it revealed two pinholes on the extension venous. The extensions did not present others marks. Additionally, the clamps were reviewed and no defects were found. A functional test was done to confirm the issue. The manufacturing process was reviewed to determine potential points of damage to the extension. The result was that the operations that are applied to the extension are light and the handling of the pieces is manually done, there is no use of sharp objects or other instruments that could generate the hole found during visual inspection. Therefore, there are no elements encountered during the manufacturing process that could cause the condition reported. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device. The reported issue was not identified prior to insertion of the catheter. The physical sample involved in the reported incident was returned for evaluation and it present signs of use and customer manipulation; this manipulation could be associated with the damage found on the extension. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.